Event description:
Endostitch suture and device were being used to close vaginal cuff. When the endostitch device was removed from the laparoscopic port after use, a portion of the needle was missing. An x- ray confirmed placement of needle in the pelvis. Needle was removed vaginally by doctor. Needle portion was visualized and determine to be intact.